Manufacturer narrative:
Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that during a follow up noise was noted on the pace/sense portion of this right ventricular lead. Noise was also seen on the shock channel. In addition, abnormal pacing impedances were also noted. A replacement procedure took place. It was noted upon explant that there was insulation damage and a fracture of this right ventricular lead. The lead will not be returned for analysis. No adverse patient effects were reported.